Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection found lid and chassis damaged on rear corner where warranty seal is located. Seal was also damaged. Functional evaluation revealed that the controller did not function as intended. All ablation and coagulation output voltages were not able to be tested due to damage to a pcb. A coil was broken off of its saddle and was found loose inside of chassis and a display cable was found unplugged from pcb. Photos of loose coil and unplugged display cable attached. The complaint was verified and the root cause was determined to be a mechanical component failure associated with the detached transformer. Potential factors that could have contributed to the reported event includes: (1) vibrations during transportation or handling could have caused the component to become detached from its intended position. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
It was reported that the coblator went down in the middle of the case. No patient injury reported. Back-up device was not available.